Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was stated to be complications due to diabetes. The caller stated that the customer had kidney failure, heart disease, wounds on the feet, and then (B)(6) infection took over. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death due to illness. The caller was unsure how low long the customer had been off of insulin pump therapy prior to passing. The customer was not using sensors. The caller stated that they no longer have the customer's insulin pump.